Manufacturer narrative:
(B)(6). Examination was not possible, as the devices were not returned. Without the return of the devices in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. There are no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that two needles broke during use. The broken pieces were removed from the surgical site using graspers and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported. Report 1 of 2.